Event description:
It was reported the patient presented for explant of a right atrial lead and a right ventricular lead due to malfunction. No adverse consequences to the patient were reported. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
Analysis found full breach insulation degradation at 4.6 cm from the connector pin exposing the outer coil. All other damage was sustained during the surgical procedure.